Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 40mg/dl; cause was not known. Liquid glucose was administered and the customer consumed carbohydrates to address the bg. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.